Event description:
A customer reported that the handpiece presented a dented handpiece tip and that the cassette was leaking. The cassette had been used during another procedure. The surgery was completed with the same sys and accessories. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).